Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 275cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was observed during an implant exchange surgery on (B)(6) 2022. The patient had her explanted mentor memorygel breast implant 425cc breast prostheses replaced with gel breast prostheses. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 28-apr-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur after implantation, but it is more likely to occur the more prolonged the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).